Event description:
It was reported that the patient presented with out of range right atrial (ra) lead impedance, with loss of capture and no sensing. The patient was brought in for a lead revision. During the revision, the header was cleaned with gauze. The physician tugged and felt that the lead was secure in the implantable pulse generator (ipg) header. The lead was tested and measurements were all within normal range. The ra lead and ipg remain in use. Twelve days later, the patient presented due to ra lead warning for high threshold and decreased sensing and undefined resistance. Further testing was conducted including isometrics where noise was heard while moving the arm across the chest. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the atrial pacing capture threshold was elevated. The analyst noted that there were 73,798 high impedance paces recorded post lead warning on 2013 (B)(6). In addition, the increased thresholds began (B)(6) 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.